Event description:
It was reported that during routine testing of the external pulse generator (epg), the biomedical engineer found that the lower display was very dim and difficult to read. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Analysis did find that the lower case was broken, both bail covers were broken and contaminated, the ring cover was contaminated, one case screw was missing, the battery contacts were compressed, the ring was bent and the heart lead flex was out of specification. Further analysis was performed on the heart lead flex. This analysis found that the flex failure of improperly conducting ventricular-related signals was related to a diode component on the flex assembly.